Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation and photographs were not provided. The described situation is adequately address in the instructions for use (IFU). Due to 100% testing, it is highly unlikely to detect a failure in any retention sample. Furthermore, only a small number of reserve samples are available. Therefore, a retention sample analysis was not performed. A failure during the manufacturing process can be excluded based on the investigation. The filters are 100% tested for their tightness in the production line. The reported failure could have been caused by improper handling during logistics. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
During hemodialysis (hd) treatment, it was reported that a leak occurred at or near the dialysate port. There was no reported blood loss. Upon follow-up, this was confirmed. The patient's blood was immediately returned after discovery of the leakage. The leak was reported to be visible to the naked eye. There was no harm caused to the patient. The patient continued their treatment after replacement of the dialyzer. The sample was reportedly "destroyed by blood contamination and [therefore] cannot be mailed". No sample was available to be returned for evaluation.